Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was in a motor vehicle accident in (B)(6) 2020., since then stimulation has been different. Feels like it always stays on.¿impedance revealed electrode 2 was greater than 25000. Rep was able to program around it and get good coverage. The issue was resolved.